Event description:
It was reported that the patient presented in the or for a generator change due to normal eri. High voltage lead impedance had been gradually increasing since implant. Physician electively capped and successfully replaced the lead.

Event description:
New information received notes that high capture threshold was also observed. The physician suspected that the heart muscle was probably the cause.